Manufacturer narrative:
Pending evaluation.

Event description:
Revision of optetrak knee components ¿ reason not reported.

Manufacturer narrative:
The engineering evaluation for this reported revision was likely the result of wear, loosening, infection, fracture, instability, or patient related factors as the reason was not initially reported.